Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was found unresponsive on the floor while receiving the inappropriate therapy.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting oversensing/noise and short v-v intervals. The patient received multiple shocks for oversensing. A fracture of the rv lead was confirmed. A chest x-ray showed a rv lead subclavian crush. The rv detections were programmed off and the patient was admitted to the hospital. The following day the rv was explanted and replaced. No further patient complications have been reported as a result of this event.